Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was jammed and could not be closed. A field service engineer (fse) inspected drawer 2 on the main full-height cubie drawer and found that it could not be closed due to a broken bearing cage. The rear panel was removed, and visual inspection confirmed that the bearing cage had come out of the rails. The rails were replaced, and the client was able to successfully recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was jammed, unable to close and ball bearings had come out. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.